Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No battery out limit alarm noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it also battery out limit. Customer's blood glucose was 108 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.